Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep taht during the procedure that surgeon was using the new (mod code 24) 511sd and had a torn gasket and leaked carbon dioxide gas. This situation has occurred once since switching to the new mod code. No product was saved, but due to sensitive nature of previous product complaints, this inquiry is being reported based upon a verbal complaint from the customer. No product was saved to be returned. A subsequent new (mod code 24) 511sd trocar was used in order to complete the procedure. There was no consequence to the patient.